Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The site of detachment was connector. The infusion set was in use for 1 day. The blood glucose level was 20 mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.